Event description:
The pt had a dialysis catheter placed in 2003. Four days later, it was noted by their physician to "not be usable and would not flush". The catheter was replaced in the or the following day and the or reports the catheter was thought to have a defective wing.